Event description:
It was reported that 249 days after implantation of a 3.5x12mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the right coronary artery (rca). A pre-intervention stenosis of 70% distal and 95% proximal was reported. A 3.5mm maverick balloon (length not reported) was used to pre-dilate the proximal lesion. A 3.5x12mm taxus stent was advanced across the proximal lesion, but was unable to cross the distal lesion. Subsequently, the stent was deployed in region of the proximal lesion. An attempt to place a 3.5x8mm taxus stent was unsuccessful as it would not cross the first stent. A "small dissection was noted in the proximal portion" of the 3.5x12mm taxus stent and a 4.0x12mm driver stent was placed "telescoping into the first stent." A 4.0x9mm maverick balloon was used to perform percutaneous transluminal coronary angioplasty (ptca) on the distal rca lesion. A subsequent attempt to stent the distal rca was unsuccessful. A post-intervention residual stenosis of 0% in the distal rca was reported. A post-intervention residual stenosis percentage was not reported for the proximal rca. The patient received angiomax during the procedure. It was reported that the patient "tolerated the procedure well." The patient presented 249 days after the initial procedure with an abnormal stress test and a 90% in-stent restenosis in the proximal rca. A 3.5x24mm taxus stent was deployed "directly" in the previously stented area. A post-intervention residual stenosis of 0% was reported. The patient received angiomax at end of the procedure. The patient reportedly, "tolerated the procedure well."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 7737823 have been reviewed and issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.